Event description:
Per the clinic, the patient experienced an imbalance, persistent vertigo and facial nerve stimulation with the device use. Reprogramming attempts were unsuccessful in alleviating the issue. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.